Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3389-40, lot # 0212642438, implanted: (B)(6) 2017, product type lead; product ID 3389-40, lot # 0212642438, implanted: (B)(6) 2017, product type lead; product ID neu_unknown_ext, serial # unknown, implanted: (B)(6) 2017, product type extension.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported a lead electrode fault. The first stage of lead implantation was unremarkable bilaterally. Second stage of extension and implantable neurostimulator (ins) implant was unremarkable; although it was noted that tunneling was a little more difficult than usual. ¿lcc¿ at end of implant, 7 out of 8 okay. Full impedance check through ins indicated electrode 3 was out of range showing >40000 ohms on all paired tests. While it was planned to do an impedance check through the (left) lead only with an external neurostimulator (ens), it was found that the stylet was unable to pass through the first (contact 3) electrode. It was unknown if any external factors may have led or contributed to the issue. No actions or interventions were taken and no symptoms were reported. The issue was not resolved at the time of the report. The patient¿s indication for device use was noted as parkinson¿s disease. There were no further complications reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported that additional impedance checks over the two weeks following implant confirmed the issue had resolved. No further actions or interventions were taken or planned and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.